Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability and loosening of unknown component at the cement to implant interface. Cement manufacturer is competitor. The patient fell, fracturing his medial tibia. This left the implant unsupported medially. Doi: unknown; dor: (B)(6) 2018; left knee.